Event description:
It has been reported to philips that the flexvision monitor was not booting up. The system was in clinical use and no harm has been reported to philips. Two emergency monitors were added to the system so that the procedure could be completed. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was no video on flexvision monitor and customer tried to restart but same issue persisted, and operation completed by using two emergency monitors. The philips remote service engineer (rse) analyzed the system and confirmed the problem with the flexvision pc and matrix switch and found matrix malfunctioning. To resolve the issue dvi matrix switch and dvi matrix power supply had been replaced and the system was operational after replacements were completed. The codes were updated based on the investigation outcome.